Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an open door. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.